Event description:
It was reported a dissection occurred. A coronary angioplasty was performed on a 90% stenosed, moderately calcified, and moderately tortuous left anterior descending artery (lad). A 3.50 x 20 synergy stent was selected for treatment, but difficulties advancing the device occurred. The stent was ultimately deployed in the lad. Following deployment, a distal edge dissection was noted. To cover the distal dissection, another stent was deployed to complete the procedure. No further patient complications were reported in relation to this event.